Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt a lot of pain in (B)(6) 2011. The pain was so extreme that her eyes were blurry and she could barely move around within her home. Add'l info received reported the pt had a great trial, but was not receiving pain relief from the permanent neurostimulator. Five reprogramming sessions took place. Reprogramming occurred on (B)(6) 2011 (using amplitudes of 4.8-8.0 volts). After reprogramming, the pt would have relief temporarily then the pain would return (in as little as two hours, up to a couple days). The pt also experienced a burning sensation at the pocket site. The device "quit working" in (B)(6) 2011. X-rays were taken on (B)(6) 2011 and did not reveal any fractures or breeches in connection. Premature battery depletion was suspected. Impedance measurements were within normal limits. The elective replacement indicator (eri) was reported. The neurostimulator was explanted as the battery was not functioning.